Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited "no disposable pump won't run" alarm with "air bubbles noticed". No patient injury reported.